Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready-screen 3 (crrs 3) on the echo. The patient sample was re-tested on the echo and resulted positive. An anti-fya was identified.

Manufacturer narrative:
Review of camera images: batch ID (B)(4) lot r157 with indicator cell (B)(4) exp 11aug2011 (batch showing unexpected negative) no errors occured during processing. Cell 1 0, cell2 0, cell3 0. Upon reviewing color check images of all wells, visually no serum was dispensed in the wells. A service call was made. Replaced liquid level sense printed circuit board and probe. Replaced all echo internal final assembly tubing. Instrument was tested with expected results. Investigation of this event identified that the unexpected negative result was due to the absence of plasma in the test well. The most likely root cause is air aspiration resulting from a sample containing bubbles or foam. (B)(4), expected to be distributed on (B)(4) 2011, will notify customers of this issue. Immucor recommends that customers evaluate their pre-analytical sample handling procedures in order to eliminate the presence of foam or bubbles in the sample.